Event description:
It was reported that a patient¿s ilet insulin pump had a cracked touchscreen, and the user could not unlock or operate the device; the device was noted to no longer be watertight and required replacement. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and continued diabetes management using alternate means as advised. Investigation included collection of user report and logistical assessment for replacement and return. Investigation of this case revealed physical damage to the touchscreen consistent with a broken display component, leading to loss of usability and compromised enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an undetermined external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.